Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump history was missing boluses. The bolus history showed only 1 or 2 boluses a day when patient gave bolus at least 3 times a day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: during the investigation, the pump powered on to the verify screen with vibratory and audible sounds. During testing, the pump was exercised for 24 hours with no alarms or warnings occurring. The pump successfully performed a 10 unit audio and 10 unit normal bolus with both accurately recorded in the pump history. The issue of boluses not recording in the pump¿s history was unable to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.